Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter: "I had an IV catheter needle not retract even after pushing the button multiple times."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter: "I had an IV catheter needle not retract even after pushing the button multiple times."